Event description:
It was reported that the patients lead had migrated which caused inadequate pain relief. The patient underwent a revision procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.